Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump remained stuck on low reservoir. The patient's blood glucose at the time of incident was 72 mg/dl. The customer took the battery out and re-inserted it and the low reservoir alert persisted. The customer's mother confirmed that the pump cannot rewind, so the customer had reverted to his medically prescribed back-up plan. The mother did not have the pump serial number at the time of call, so she stated she will call back to troubleshoot when she has it. No products were shipped or returned.